Event description:
The service report shows that while the device was being evaluated, the co service technician (st) noted the volumes were out of specification due to excessive motor gearlash. The st inspected the device and replaced the gearmotor. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.